Event description:
It was reported that the device toned out repeatedly, despite retorquing during an unknown procedure. Another device was used to complete the case. There was no consequence to the pt.